Event description:
It was reported that an ilet bionic pancreas user experienced large glucose fluctuations, including a low glucose of 40 mg/dl without symptoms treated with soda and a subsequent high glucose of 393 mg/dl with heavy breathing, after they stopped announcing meals and used pump pause during lows; the user was advised by clinical support to perform a factory reset and planned to call in to complete it. Symptoms included asymptomatic hypoglycemia and dyspnea associated with hyperglycemia. Outcomes included transient hypoglycemia requiring oral glucose and subsequent hyperglycemia without hospitalization. Investigation included customer interview, device use review, and coordination with clinical support for troubleshooting and a factory reset. Investigation of this case revealed likely user-related factors including missed meal announcements and potential overtreatment of hypoglycemia leading to rebound hyperglycemia. It was concluded that the device functioned as designed, and the event was attributable to use patterns and therapy management, with education on meal announcements and hypoglycemia treatment provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.